Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was experiencing inaccurate cgm values which occurred the day the sensor was inserted into the abdomen. The patient¿s cgm was reading 68 mg/dl. No bg meter reading was provided at this time. The patient stated that she was eating due to the low cgm reading and eventually passed out. The patient was taken to the hospital but does not recall how she got there. At some point while in the emergency room, the patient's bg meter reading was 400 mg/dl. No cgm comparison value was provided. The patient was in the hospital at the time of the report and did not have details on what her treatment and/or medications were. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.